Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, just after the final release an infolding of the valve was noted. The valve was removed via open heart surgery and a new non-abbott valve was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
A valve infolding event was reported. The device was returned to abbott for investigation and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported valve infolding appears to be related to patient condition (severe calcification between the leaflets extending up to the stj). The reported surgical intervention was a result of case-specific circumstances as the valve was removed via open-heart surgery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.